Manufacturer narrative:
(B)(4). The torque limiting handle 80in-lb was returned to the customer quality unit (cqu) for evaluation. Visual examination of the torque limiting handle 80in-lb showed no defect or damage to the device. Based on the result of the test, the torque limiting handle 80in-lb did not pass the torque test and met the specification. The likely cause of the defect is wear and tear with constant usage over time and excessive applied on the torque handle during use. A device history record review found no issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definite root cause of the torque limiting handle 80in-lb becoming under specification cannot be positively determined at the moment. The likely cause of the defect is wear and tear with constant usage over time and excessive applied on the torque handle during use. No issues could be identified in the manufacturing or release of this device. Therefore, this complaint will be closed with no further action required. If more or new information become available at a later date, the complaint will be reopened and the products will be evaluated.

Event description:
A compression maneuver to achieve lordosis was performed with the expedium verse spine system. After compression was applied to the screw and final tightening of the screw was performed, the screw slipped back and could not hold the compression. Maneuver was repeated until compression was hold by the screw.